Event description:
On (B)(4) 2012 customer reported that the dxh 800 instrument leaked 3 mls of fluid consisting of diluent and blood. Customer stated that the leak was not contained within the unit, and there was fluid was on the tubing connected to aspiration probe and underneath the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the sample line at the bottom of the flowcell, and solenoid valve 201 (vl201). Fse noted that solenoid vl201 failed and caused waste fluid to back up and splash out of the differential mixing chamber; and the back pressure also caused the sample line to pop off of the flowcell. The repairs resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).